Event description:
Procedure type: hysterectomy. According to the reporter: the device was implanted in may and explanted in june. The exact dates are not known. The suture was placed in vaginal cuff. At 4 weeks, the pt experienced leaking and came in for post operative check up at weeks 5 and 6. The pt had a vaginal cuff dehiscence. The surgeon was able to flick the remaining suture out of the cuff. The suture was in bits and pieces, not intact at all. The pt went through a second operation to fix the cuff. It was unk if bleeding occurred.

Manufacturer narrative:
(B)(4).